Manufacturer narrative:
(B)(4). Batch # 1308a9688p016. The analysis results found that the el314 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cholecystectomy procedure, the non-functionally correct clip-on clip, the hooks do not close properly. Other equipment must be opened to remove another clip and this have the same problem. Other equipment must be opened to remove another clip. There were no adverse consequences for the patient.